Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (2300 ohms) when connected to the implanted device. The lead was disconnected and cleaned, but the high pacing impedance measurements persisted. The physician exchanged the rv lead to resolve the event and no adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (2300 ohms) when connected to the implanted device. The lead was disconnected and cleaned, but the high pacing impedance measurements persisted. The physician exchanged the rv lead to resolve the event and no adverse patient effects were reported. The rv lead was received for analysis.